Event description:
Reporter alleged blood glucose measured 247mg/dl at 7:23 pm back to back with a result of 88mg/dl when testing was performed at 7:25 pm. Reporter stated the customer dosed insulin via the insulin pump as a result. No actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.